Event description:
Pt was revised due to loosening.

Manufacturer narrative:
(B) (4). Eval summary: no product was returned for eval. Also, no x-rays were returned for review. Pt info such as height, weight, and activity level is unk. Based on the available info, a definitive root cause cannot be ascertained at this time. While virtually no info was provided in this specific instance, a CAPA has been initiated to pursue potential contributors. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should add'l substantive info be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.